Manufacturer narrative:
Results eval: smiths medical investigation into this report is limited as the device was not saved by the user facility. A review of our complaints database reveals no other reports on this device lot. Lot size was 57,600 units. A review of the instruction for use states: two handed technique - place index finger behind finger stop on top of safety device behind safety stop. With other hand grasp tubing with thumb and index finger and gently pull back until "click" is felt and/or heard to ensure the needle is fully retracted and locked into the body. If the user did not hear or "feel" the click of the safety device engaging then proper precautions should have been taken to dispose of a contaminated device to prevent a needle stick from occurred.